Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had the following issues; dislodgement, noise and high thresholds. It was also reported the right ventricular (rv) lead had the following issues; dislodgement, noise, loss of capture and undefined high impedance. The rv lead was first reprogrammed. The ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.